Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unusual issue - screen frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on 04/21/2015 and evaluated by lifescan product analysis on 04/23/2015 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.